Manufacturer narrative:
No device deficiency was reported. Pericardial effusion is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) case to treat atrial fibrillation, a drop in blood pressure was noted while balloon to tissue contact was being obtained in the left superior pulmonary vein (lspv). Pericardial effusion was confirmed using echocardiography and pericardiocentesis was performed. The blood pressure recovered and it was confirmed that pericardial fluid had been drained. The patient hospitalization was extended two days, after which the patient was discharged without any complications. No energy was delivered during this procedure. A loop diagnostic catheter preceded the ablation catheter into the lspv. The cause of the pericardial effusion could not be determined from the information provided but the involvement of the ablation catheter cannot be conclusively ruled out.